Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer attempted to resolve the issue by replacing the battery multiple times, eventually receiving a battery out limit alarm. The alarm could not be cleared, due to the buttons not responding. The customer declined to troubleshoot for the battery out limit alarm. The customer's blood glucose was 121 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The operating currents could not be tested due to the unresponsive buttons. No battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.